Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. Correction: d6, d11. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows six package from top view, two package code gst45d lot: 415a90. (Exp. Date: 2024-07-31), one package code gst45d lot: 729a53. (Exp. Date: 2025-02-28), two package code gst45b lot: 380c25. (Exp. Date: 2026-03-31,) and one package code gst45dw lot: 729a53. (Exp. Date: 2025-07-31). Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9dk24, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the product code of the device that was utilized in the surgery? What is the lot/batch number? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9dk24, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an emergency procedure was performed so it was not possible to send the material. As soon as we were informed about the completion of the procedure and the need for the materials, the technical advisor, who is responsible for the account, immediately referred to the unit. Upon arriving at the hospital, the urgency grade and consigned grid materials were already in use. Subsequently, we were informed by the hospital that two charges were used for this patient, from urgency grade. There have not been any notification of adverse events or patient complications related to the use of these charges. There was no need to remove any hardware from the patient. There was no need for any additional medical intervention. The patient fistulized. No further information is available.